Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. Customer stated that the screen was all lit up once but the random black pixels was randomly show up all around the screen. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and no anomaly on window display noted. However moisture damage to motor and electronic devices was noted.